Event description:
A customer observed negatively biased valp qc results on the 5, 1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the customer is not following ocd recommended procedure for reagent pack handling. After loading a fresh reagent pack handled according to ocd protocol, acceptable qc results were obtained. User error was the root cause of this event.